Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer experienced an error 23118 on universal surgical manipulator (usm) 1. The customer power cycled multiple times and hard power cycled and error kept returning. Technical support engineer (tse) advised that the arm would need to be replaced. There were no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to error 23118. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found the 23118 error was indicating a motor encoder error on the pitch axis confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto an in-house system where the 23118 error was triggered pointing the pitch axis, replicating the reported event. The unit was then installed onto an in-house patient site cart fixture test platform (pftp) where the unit failed pitch back electromotive force (emf) with a 23118 in the logs, replicating the reported event. A gold pitch chipencoder virtual absolute (cva) printed circuit assembly (pca) was installed and the unit passed the required test, verifying the pitch cva pca to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of this investigation, failure analysis has concluded that the pitch cva pca was found to be the root cause of the reported event.